Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motion sensor test failure. The customer's blood glucose value was 168 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a35 alarm due to broken motor slice. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a35 alarm.